Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the compact air drive device was lacking power. It was reported that there was a 5 to 10 minute delay in the procedure due to the event. It was reported that there was a spare device available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.